Event description:
It was reported that the patient was hospitalized for a ¿severe¿ kidney infection and urinary tract infection. The patient also had pain at their implantable neurostimulator (ins) site. It was noted that the site looked ¿a little red¿ and was sensitive to the touch. Additional information received on the same day reported that the patient was also admitted to the hospital for abdominal pain which began yesterday. The treating physician thought that the abdominal pain could be related to the patient¿s ins system. It was noted that the patient had an appointment with their managing hcp today and thought this was a routine visit which was planned before the onset of the abdominal pain. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2012-(B)(4), product type lead. (B)(4).